Event description:
It was reported that the patient received a patient notification for ventricular oversensing. Reviewed of the data showed lead noise. Lead damage is suspected. Remote monitoring and in-clinic follow-up are planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced. Patient condition was good after the event.